Manufacturer narrative:
Additional information was received that the other reason for patient¿s ipg revision was due to frequent ipg charging.

Event description:
A report was received that the patient¿s ipg was tilted and was causing pain. The patient underwent ipg replacement procedure and did well postoperatively. No device malfunction was suspected.

Event description:
A report was received that the patient¿s ipg was tilted and was causing pain. The patient underwent ipg replacement procedure and did well postoperatively. No device malfunction was suspected.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.